Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03158. Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the impedances were tested and revealed high impedances for the right supra-orbital (off-label) lead. Additionally it was reported the physician attempted to explant and replace the respective supra-orbital lead and the respective occipital lead (the physician determined the issue derived from the leads and not the scs extensions). During the procedure it was also determined that one of the leads had pulled out of the scs ipg. Moreover, it was reported while replacing the 2 leads, the other 2 leads were inadvertently severed due to scar tissue. As a result, the physician explanted and replaced all the leads. The issues resolved with the surgical intervention. The supra-orbital leads are being reported as device 2 as they are from the same lot.

Event description:
The patient has 2 occipital leads (off-label) from the same lot. It was reported the patient is no longer receiving right side occipital stimulation (date of event unknown). Diagnostics revealed high impedance values for the lead. An sjm representative was unable to resolve the issue with multiple reprogramming. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.